Event description:
It was reported that the power button of a medical professional¿s tablet had detached from the device and it was lost. The tablet could not be switched on afterwards. Device manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The tablet has not been received by the manufacturer to date.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
The tablet was returned to the manufacturer. An analysis was performed on the returned tablet and it was noted that the device did not have the power button. No further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.